Event description:
It was reported that the external pulse generator had physical damage, that part of the casing was peeling away. It was noted that it may have been dropped, but not known for certain. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of case damage, both the upper and lower cases were broken and contaminated, and were replaced. Analysis also found that the battery release, side bail covers, heart block, heart wire contacts and battery drawer were contaminated, that the ring cover was broken, the lead flex cover and main printed circuit board were corroded and the battery contacts were compressed. (B)(4).